Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient contacted zoll to report that he had not been wearing the lifevest for a few days because of a very bad sore. The patient said it was a bed sore. The patient did not have the sore originally when he was fitted nine days previously. The patient said it was right underneath the front left electrode. The patient said that he can tolerate pain, but this had gotten too painful. The patient said that he would try to wear the lifevest, but the electrode would rub against the sore and make it worse, it would break open and bleed. The patient said he reached out to his cardiologist who advised the patient to wear the lifevest even though the patient has broken skin. A patient service representative (psr) visited the patient and said that the patient's sore is healing is not completely healed. The psr stated that he believes if the patient puts the lifevest back on the sore will definitely open back up. The next day the patient's doctor advised the patient that he cannot wear the lifevest anymore due to the skin issue. There was no follow up on the open sore to see if it healed.